Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient was going to have an MRI of the head but the ins battery was dead. Caller asked if the patient could still have the MRI without any ill effects or if they could remove the device since it wasn't working very well anymore. Patient service specialist reviewed MRI information. Caller stated they didn't have a managing healthcare provider and asked if there were any manufacturer representative (rep) in their area. National answering service (nas) number was provided. Caller was redirected to their health care provider to further address the issue. Additional information was received on 2024-jul-01. The pt reported that the device not working well meant that they had to charge it for a significant amount of time. When asked what lead to the issue they reported that their bag was misplaced in their move, so it was not charging for a significant amount of time. They spoke with a manufacturing representative (rep) who was very helpful and the rep suggested 3 doctors for them. They reported that the issue was not resolved and they have an appointment with a new doctor on (B)(6) 2024. Additional information was received on 2024-aug-23. The pt responded to a follow up letter that was sent to them. They clarified that the device never worked well because the ins would take hours to charge and based on two other people the ins was taking less time for them to charge. The pt provided their clinician's contact information. The cause was not determined. The pt reported they were frustrated because the ins was not holding a charge for a long time. They noted they had met with a rep and the doctor on (B)(6) 2024 and it was confirmed the ins was dead, so the pt could have an MRI. The pt reported they had an appointment scheduled for the middle of (B)(6) 2024 to meet with their doctor and a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a MRI tech and patient. Caller states they have a note that the pt's ins is dead, unable to be charged and pt is apparently waiting to get it potentially replaced. The caller's note states that an mdt rep confirmed that the stimulator 'is dead' but there is no rep name and no date for this note. Agent reviewed overdischarge and options for scanning. Additional information was received from the patient (pt). Pt is needing MRI. Caller states the ins has not been charged for 4 years, since 2020. Caller states the pt and their spouse reported they have "always had an issue with charging and maintaining a charge" on the scs battery. Caller also noted pt said they found benefit with the scs and "wants it fixed".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the unit had issues from the beginning and always had a problem charging. The patient replaced their battery in january 2025. The patient's ins was still in use. The issue was not resolved.